Event description:
It was reported that during routine maintenance by customer, the cardiosave intra-aortic balloon pump (iabp) unit had safety disk leak issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and installed a safety disk,drive side (0202-00-0140). After the unit passed all manifold leak test after the replacement, the biomed customer requested that the pump run on a simulator for 2 hours at 80 bpm prior to performing another all manifold leak test. The second test was performed immediately after running the unit for 2 hours and failed the leak test portion of all manifold leak test differential pressure with values ranging from 12 to 14 (mmhg) when passing limits are +/- 10. If the unit was allowed to cool down for several minutes prior to running the leak test, the unit again passes the all manifold leak test. Additional information was received, indicating the preventative maintenance steps must be performed in a specific order. When all manifold test was performed in the order spelled out in the service manual it passed. Cleared unit for clinical use.